Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. During investigation, an attempt to replicate the user complaint was made and high/low glucose alarms were successfully received on an (B)(6) se device with ios 14.71 version 2.5.3.3088 using a known good libre 2 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss was reported with freestyle libre 2 sensor while in use with the freestyle librelink (B)(6) application. Customer reported the high and low glucose alarms did not sound and as a result, she experienced unspecified symptoms and required treatment of "pure glucose" by third-party. There was no report of death or permanent injury associated with this event.